Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated patient had both the leads replaced on (B)(6) 2020 and therapy was restored.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Event date is an estimation.

Event description:
Related manufacturer report number: 3006705815-2020-31983. It was reported that the patient had been unable to enter her scs ipg into MRI mode and had received an error message indicating there may be a problem with the implanted scs leads. Surgical intervention is anticipated to resolve this issue.